Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board needs to be replaced. The customer canceled the service call.

Event description:
The fse reported that the system had to ad to d channel 2 failure and would not boot up. This results in a total loss of imaging functionality. There is no report of death or serious injury associated with the complaint.